Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had diminished atrial sensitivity. It was indicated that a patient connector was damaged. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had diminished atrial sensitivity. The epg was returned for service. There was no patient involvement.